Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece local temperature of the milling cutter grip was too high when the cutter was used for craniotomy, so that the bone flap couldn't be released in time, and it was cooled again after being cooled with wet gauze during the procedure. There was no patient impact reported.